Event description:
Same case as # 6000089-2005-01014, 6000089-2005-01016. It was reported that 1 year and 104 days after a coronary artery drug eluting stenting procedure the pt underwent a target vessel reintervention (tvr) for restenosis. Lesion 1 was a 2.5mm, 75% stenosed portion of the 1st obtuse marginal artery. The dr treated the lesion with direct stenting of a taxus express2 8.8% 2.50x24mm drug eluting stent. A dissection occurred. The dr then successfully placed two taxus express2 8.8%, 2.50x24mm and 2.50x12mm, drug eluting stents with a 2mm overlap to fix the dissection. Lesion 2 was a 2.5mm, 70% stenosed portion of the right posterior descending artery (r-pda). The dr treated the lesion with direct stenting and successful placement of a taxus express2 8.8% 2.50x24mm drug eluting stent in the target lesion. The pt was discharged the next day on plavix and aspirin. Fifteen months after the procedure, the pt underwent a tvr. The dr successfully placed a drug eluting stent in the proximal circumflex. In the opinion of the dr the relationship of the tvr to the taxus stent is probable, and there was proximal edge restenosis. The pt was discharged the next day.

Event description:
It was further reported that target lesion 1 was 48mm long and treated with hdirect placement of 2.5 x 24mm and 2.5 x 24mm and 2.5 x 12mm taxus stents deployed in tandum overlapping fashion, residual stenosis was 0%. Target lesion 2 was 24mm long. Residual stenosis was 0% after stent placement. The pt presented 469 days post index procedure, after having a positive myocardial perfusion study 4 days earlier, which revealed antero-lateral defect. Of not, the pt had a seizure and cardiopulmonary arrest and was resusciated from a state of pulse less electrical activity in may/2004. This was "felt to be due to severe hypoglycemia." During this hospitalization the pt was diagnosed with arterial fibrillation and treated medically. The pt wa admitted and cardiac catheterization at that time revealed lcx 90% in-stent restenosis "at the site of prior stent insertions", lad no evidence of significant progression of disease, rca no evidence of restenosis of the stented segment, ef greater that 65%. 469 days after initial procedure, a 2.75 x 24mm taxus stent was deployed in the ob marg with 0-10% residual stenosis. The pt was discharged the next day on aspirin and plavix.